Event description:
It is reported that a customer has issues with their insulin pump squirting out of their insulin pump. The customer saw a gap between the piston and reservoir stopper during prime. The customer was assisted with trouble shooting and was walked through the proper priming method because the customer was not priming correctly. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer was assisted with the issue and their insulin pump worked as designed. The customer was advised to call back if the issue occurred again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.